Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were leak tested under pressurized conditions. The customer's indicated failure mode for leakage from the hub with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root cause of this product issue, based on other related complaints.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked from the hub during collection. No serious injury, no medical interventions. No mucous membrane exposure reported.